Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/11/2015 the reported contacted animas and alleged that the patient was currently in the emergency room with a blood glucose of 396 mg/dl. The reporter did not know the diagnosis and was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.